Event description:
The customer reported that she was unconscious and was hospitalized for low blood glucose. The blood glucose reading was 29 mg/dl. Troubleshooting was performed. Ran a fixed prime test and passed. Reviewed the programming and found in the prime history that the customer primed several times in different days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.